Event description:
Customer reported the system is displaying a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 power supply and adjusted the 5v power supply level on the fluoro functions board. System operates as intended.